Event description:
It was reported that the patient presented for routine generator changed. It was noted that the right atrial (ra) lead noise was noted on previous merlin.net transmission. The noise was briefly oversensed and caused inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.